Event description:
It was reported that during a da vinci-assisted proctectomy surgical procedure, the clamps of the mega needle driver instrument were not opening or closing with the console command. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed, and the reported failure was replicated and confirmed. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additionally, the instrument was found to have a dislodged flush tube guide. The flush tube guide was dislodged from its normal position and was rattling inside the housing.